Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided, it is believed that the reported failure occurred as a result of a charged couple device failure. Since this product has exceeded the product¿s service life, it is presumed the charged couple device component failed due to aging deterioration. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty charged coupled device was discovered in the unit. Additionally, kinks in the cable were noted. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during preparation for use, the hd autoclavable camera head stopped displaying an image. There was no patient harm or consequence reported as a result of this event.